Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 11 months.  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented with a migraine with stroke-like symptoms. Additional information was requested, but was not provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The submitted system controller log file appeared to show the system operating as intended. The log file contained data from 28nov2017 through 22dec2017. Pump power, estimated flow, and average pi ranged from 5.2 to 6.3 watts, 3.7 to 5.7 lpm, and 5.9 to 7.5, respectively. On 04dec2017, a no external power event was captured when both power cables were disconnected from a power source. The absence of external power to the system led to the activation of the emergency backup battery (ebb) until power was ultimately restored. No other atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. The patient remains ongoing on the device and no further related events have been reported at this time. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient presented with right sided weakness. CT was negative for hemorrhagic stroke. Patient has been discharged home. No additional information was provided.